Event description:
The complainant stated that the hi/low function will not go down.

Manufacturer narrative:
The tech investigated and found that the hi/low function was working and that the head of the bed was stuck in the raised position and could not be lowered. He isolated the issue to worn siderail function buttons which were either not working or were stuck on the left siderail pt controls. The tech replaced the circuit board for the left siderail control to repair the bed.